Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another device (emergency room meter). The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged inaccuracy issue began. The patient stated that she manages her diabetes with oral medication (metformin), diet and exercise. The patient denied making any changes to her usual diabetes management regimen as a result of the alleged issue. On (B)(6) 2017 at 11:00 pm, after the alleged issue began, the patient claimed she developed symptom of feeling ¿weak.¿ the patient claimed she immediately proceeded to the emergency room (ER) where she was treated with food and drink and "IV fluids" to raise her blood glucose. Whilst at ER, the patient claimed she obtained blood glucose readings of between ¿180 to 200 mg/dl¿ with the subject meter and ¿118 mg/dl¿ on the ER device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and the correct testing process was being followed. The csr confirmed the test strip vial was intact and the test strips were in good condition. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.